Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. The insulin pump was received with corroded battery tube.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 93 mg/dl at the time of the incident. Customer stated that the down button was not responding. Customer stated that the pump had fallen when the belt clip broke. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.